Event description:
It was reported that the balloon ruptured and the outer shaft had a hole. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking from the tip of the device and could not inflate. A hole was noted in the balloon material and in the outer shaft. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).